Event description:
It was reported that this patient presented to the hospital after experiencing syncope. The patient was subsequently admitted to the hospital. The patient had a rhythm of approximately 30 beats per minute due to pacing inhibition. During device data review the thresholds were noted to have increased on the right ventricular channel and loss of capture was observed. The physician then increased the output. An x-ray was completed with no confirmation of dislodgement or damage to the lead. The sensing and impedance measurements were within range and the patient was discharged home. This device remains in service. No additional adverse patient effects were reported.